Event description:
It was reported that the patient received inappropriate therapy due to atrial fibrillation (af) with rapid ventricular response. The implantable cardioverter defibrillator (ICD) then triggered recommended replacement time (rrt) and experienced a shortened longevity because of the shocks. Medical intervention was the protocol to suppress the rapid ventricular response to the patient's af and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).